Event description:
It was reported that during a lap cholecystectomy, the applier was not deploying clips correctly, the clips were half formed. The device was fired several times outside of the patient and fired half formed clips. Two clip appliers were used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.